Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic total gastrectomy procedure, air leaked a lot. The air leak started in about 40 minutes. While a forceps was being inserted, air did not leak. A hissing noise was heard from the device. Besides, there was a pin hole in the valve of the device. The size of the pin hole was less than 5mm. The abdominal pressure was 10mmhg and high flow. The devices were used as-is to complete the case. There were no adverse consequences to the patient. No device will be returning.